Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely physical stress was applied to the insertion section, causing damage to the charged-couple device (ccd) unit during handling of the device by the user. As a result, the suggested event occurred. The phenomenon may be prevented by handling the device in accordance with the following IFU: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: image is flickering/intermit due to the insertion tube being smashed, the forceps passage was not passable, the brush passage was not passable, the insertion tube was smashed and failed the ring gauge test, and there was an incorrect label attached to the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image. The issue was observed during preparation for use. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.